Event description:
It was reported that during the surgery the screw got broken while it was being screwed. No patient injuries were reported. It is unknown if a back-up device was available and if there was a delay of the procedure.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion.